Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-serviced customer. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. To solve the issue the pressure sensor was replaced but defective parts was not sent back for investigation and with no other evidences to confirm the origin of the defect its root cause cannot be identified. An internal CAPA was opened in july 2020 on defective pressure sensors however due to the lack of available information on this complaint, the event cannot be directly linked to this CAPA. To our knowledge this complaint was not related to patient safety. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Upstream pressure sensor fail (sensor replaced during repair).